Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), post pace. In addition the device was pacing below the programmed lower rate. Reprogramming was done, and the device and rv lead remain in use. No patient complications have been reported as a result of this event.